Event description:
It was reported that the 9800 system cine mode would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The cine settings were checked during the svc call. The system was tested and found to be working as intended, and put back into svc.